Manufacturer narrative:
Medical device lot # provided in section d. Investigation results: two 20039e7ds samples were returned in sealed packaging from lot ta240283 for investigation. The customer reported that "there are three reports of the extension becoming blocked after a short period of use and having to be replaced. In one of the three cases, propofol was administered.". A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The samples were then subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe; no obstruction or restriction of flow was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot ta240283 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 20039e7ds in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that the bd alaris smartsite extension set was occluded. The following information was provided by the initial reporter: there are three reports of the extension becoming blocked after a short period of use and having to be replaced. In one of the three cases, propofol was administered. An identical report comes from another hospital. - the following was connected to the patient: pvk - extension kit with smartsite - three-way tap - - three-way-tap - IV set. With backcheck valve - no separate backcheck valve was used.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.